Event description:
Same case as MFR ID # 2134265-2012-03116. It was reported that during a tibial angioplasty procedure, the guide wire tip detached and remained inside the patient. The target lesion was located in the right posterior tibial artery (pta). The v14 controlwire was used with a 135cm rubicon 14 guide catheter. As the physician manipulated the wire and guide catheter the tip of the wire became wrapped around the end of the guide catheter. Resistance was encountered when attempting to remove the wire and the device was pulled fairly hard and a section of distal tip of the guide wire detached inside the patient. The physician attempted to aspirate the detached tip but was unable to reach the location of the tip due to the severely diseased lesion. The detached tip section was left within the occluded lesion. No further patient complications were reported the patient status is stable.

Event description:
Same case as MFR ID # 2134265-2012-03116. It was reported that during a tibial angioplasty procedure, the guide wire tip detached and remained inside the patient. The target lesion was located in the right posterior tibial artery (pta). The v14 control wire was used with a 135cm rubicon 14 guide catheter. As the physician manipulated the wire and guide catheter the tip of the wire became wrapped around the end of the guide catheter. Resistance was encountered when attempting to remove the wire and the device was pulled "fairly hard" and a section of distal tip of the guide wire detached inside the patient. The physician attempted to aspirate the detached tip but was unable to reach the location of the tip due to the severely diseased lesion. The detached tip section was left within the occluded lesion. No further patient complications were reported the patient status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - the distal tip of the rubicon was damaged. A .014" guidewire was advanced all the way through the wire lumen with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).